Event description:
On (B)(6) 2011, the patient contacted animas and reported an elevated blood glucose (bg) level. The patient claimed that her bg level was currently "hi" (bg > 600 mg/dl) on a meter. The patient reportedly felt nauseous, but denied having symptoms of vomiting or shortness of breath. The patient admitted that she had programmed the pump by herself. A review of the basal program revealed a 12:00 am setting at 0.500 u/hr. All other settings were at 0.075 u/hr. The patient's total basal was supposed to be 15.40 u/day. The pump's total basal was only set to 1.85 u/day. The animas representative involved in this contact assisted the patient through correctly setting up the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a bg level that meet's animas' criteria for a serious injury. However, it was determined that the user error contributed to the patient's injury since she had incorrectly set the pump's basal settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.